Event description:
It was reported the patient ((B)(6)) has not used or recharged her ipg in several years due to illness and is currently unable to establish communication with the device via the programmer. Attempts to recharge the ipg have also been unsuccessful. An appointment will be scheduled to further interrogate the patient's scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.